Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The reported valve was implanted on (B)(6) 2019. The customer initially reported that the valve was less than 3 mmhg on post op day 1; however, a follow up conversation took place with the doctor on (B)(6) 2019, where the doctor clarified that the post op day 1 iop was at 8mmhg, which is within the intended functioning of the device. As of (B)(6) 2019, the iop was at 20mmhg and the patient hyphema is resolving. No post op meds were given to the patient.

Event description:
Iop less than 3 on post op day 1.